Event description:
Two different patients had CABG procedures within 24 hours of each other. Postop, within 12 hrs, both had sudden increases in chest tube drainage, necessitating surgical re-exploration. In each, bleeding was found at the graft site where the double clipped side branch of saphenous vein graft was attached to the coronary artery. One patient expired within 24 hrs. The second patient expired four days later.====================== health professional's impression======================questionable clip not holding on the vein graft? Not sure at this point. Investigation is being conducted.